Event description:
The customer reported an interlock error. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A blown fuse on power supply ps2 was replaced. The system was tested and found to be working as intended and returned to service.